Manufacturer narrative:
Concomitant medical products: 0295 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) battery was depleting faster than anticipated. The crt-d remains in use. No patient complications have been reported as a result of this event.